Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen 840 mcg/ml (40.36 mcg/day), prialt 10 mcg/ml (.481 mcg/day), dilaudid 4 mg/ml (.1922 mg/day), clonidine 400 mcg/ml (19.22 mcg/day) and fentanyl 200 mcg/ml (9.61 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as non-malignant pain. The patient's medical history and concomitant medications were unknown. During the pump explant, the physician noticed the catheter was cut completely. The issue was not identified until the procedure. They located the remaining section of the catheter via fluoroscopy and with the dye study during the procedure. The physician removed and replaced the pump and removed the pump segment of the catheter on (B)(6) 2015. He replaced the pump segment and confirmed the remaining portion of the catheter was patent. The patient's mother stated the patient had been in a car accident a few months prior and the effectiveness of the therapy had changed. The issue was resolved at the time of this report and the patient status at time of this report was alive with no injury. The patient's medical history and concomitant medications not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.